Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system ¿ single port 24 ga 0.75 in the catheter separated from the hub. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that nexiva received a flash back, and the inserter pulled the entire catheter/needle out and noticed the catheter and needle separated. Event date: (B)(6) 2022. When the inserter went to insert, they received a flash back; next step, advanced the (system)catheter/needle; met resistance; next step the inserter pulled the entire catheter/needle out and noticed the catheter and needle separated. No harm to the patient or staff member.

Manufacturer narrative:
Additional information: d.10. Device available for eval?: yes. Returned to manufacturer on: 16-may-2022. H.6 investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used 24g x 0.75in. Nexiva unit from lot number 2045797. Additionally, two photos were received for investigation. A gross visual inspection of the returned unit found that the needle was bent at an angle less than 90 degrees and the needle was piercing the catheter tubing just above the nose of the catheter. Microscopic inspection found that blood residue was present inside the catheter tubing, indicating that venipuncture was attempted. It should be noted that in the provided photos, the needle is not bent. Therefore, it is likely that during handling or shipping the needle was bent. The reported issue was confirmed as the needle was through the catheter. The defect of needle through catheter may occur during manufacturing however this would result in the device being received with the needle piercing through the catheter wall. This would make it impossible to insert the catheter tubing and needle into the patient together. The presence of media in the catheter tubing and the unit confirms that venipuncture was performed and indicates that the defect occurred in the clinical environment. This is also supported by the verbatim which indicates that the defect occurred during use. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system ¿ single port 24 ga 0.75 in the catheter separated from the hub. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that nexiva received a flash back, and the inserter pulled the entire catheter/needle out and noticed the catheter and needle separated. Event date: 04/20/22. When the inserter went to insert, they received a flash back; next step, advanced the (system)catheter/needle; met resistance; next step the inserter pulled the entire catheter/needle out and noticed the catheter and needle separated. No harm to the patient or staff member.